Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The batteries was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. This issue was caused by the site not shutting the system down after use.

Event description:
Medtronic received information that the battery indicator is blinking red and the image acquisition system (ias) will not turn on. The site is considering the system down. There was no patient present when this issue was identified.